Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating at power up, there are 7 or 8 different color vertical lines present on the touchscreen. This is a loaner device and the reported allegation was discovered when the device was initially powered on by the ems (emergency medical service) staff. No patient involvement, no impact noted.